Manufacturer narrative:
Based on the information provided, the root cause of the reported intra-operative bleeding cannot be determined. A follow-up MDR will be submitted if any additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the patient experienced bleeding. The surgeon reportedly converted the da vinci-assisted surgical procedure to open surgery in order to control bleeding. However, at this time, the root cause of the bleeding is unknown. There was no allegation by the site or the surgeon that an isi device caused or contributed to the reported intra-operative bleeding or that an isi device malfunctioned.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon "tore" the pulmonary artery. As a result, the patient experienced bleeding and the surgeon had to convert the procedure to a traditional open surgical procedure to control the bleeding. On (B)(4) 2018 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr stated that she walked into the or just as the reported event occurred. The csr reported that the surgeon was using the curved-tip stapler 30 with a white stapler 30 reload when the bleeding occurred. The surgeon alleged that the instrument was torqued and while he was ¿switching from camera mode to an instrument mode¿ the left arm swirled. The surgeon does not know what happened; however, the pulmonary artery was nicked and there was bleeding. There was an emergency conversion to an open procedure and the cardiothoracic surgeon was called in to assist with the pulmonary artery repair to control the bleeding. It was reported to the csr by the hospital that the patient was stable after the open surgical procedure was completed. The csr could not quantify the estimated blood loss. After the procedure was completed, the csr spoke to the surgeon who stated that he could have removed his hands from the grips of the manipulator while his head was in the surgeon side console (ssc) which could have caused the instrument to be in a active mode. However, at this time the root cause of the reported intra-operative complication is unknown. The csr also reported that the surgical staff confirmed that there was no allegation by the site or the surgeon that stapler instrument malfunctioned during the procedure.